Event description:
Information was received from a healthcare provider (hcp) on 2017-apr-20 regarding a patient's implanted infusion pump containing unknown medication. The indication for use was spinal pain. It was reported that after the patient's previous pump was replaced, the patient was given a personal therapy manager (ptm) and has been fine since. The patient's new pump continued to have volume discrepancies. The hcp thought that the volume discrepancies could have been due to the ptm use, and thought that the ptm may diminish pump accuracy. No symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional on 27-apr-2017 and it was reported that the volume discrepancies started on ¿(B)(6) 2016¿; however, the following information was provided regarding the volume discrepancies: (B)(6). The patient had no symptoms related to the volume discrepancies. No troubleshooting had been done as it had happened so routinely that the physician had not pursued it further. The volume discrepancies were not resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.